Event description:
It was reported that an alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer, after declining further troubleshooting, opted to inspect and change his supplies, including the cartridge and infusion set, and successfully resumed insulin therapy.